Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized due to high blood glucose levels. Customer's blood glucose at the time of the incident was 390 mg/dl. Customer's current blood glucose was 228 mg/dl. Customer treated with a manual injection of 10 units of insulin. And, later customer treated with novolog and a meal. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being replaced.